Manufacturer narrative:
(B)(4). The results of this investigation concluded two tears were observed in cusp 2. Fibrous pannus ingrowth was observed on the interior surface of stent post 1, and on the base of cusps 1 and 3. Degenerative changes were found in cusps 1 and 3. A thin layer of fibrin was found on both surfaces of cusp 1, and on the outflow surface of cusp3. No acute inflammation or significant calcifications was observed. No evidence was found to suggest the cause of the tears, pannus, fibrin, and degenerative changes was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2011, a mitral valve replacement was performed and this 27 mm epic valve was implanted concomitantly with a 29 mm tailor flexible band implant for a tricuspid valvuloplasty. On an unknown date, a follow-up echocardiogram revealed mitral regurgitation and one of the cusps appeared to be fluttering. The patient was asymptomatic. On (B)(6) 2017, the 27 mm epic valve was explanted and replaced with a 23 mm magna ease mitral valve. The patient remains unstable and will be closely monitored.